Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a right elbow amputation procedure, the blade broke at the mount. It was also reported that there was an unknown delay as a result of this event, resulting in an increased time under anesthesia for the patient. It was further reported that the procedure was completed successfully.